Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1)during the output activation in seal & cut mode, nothing was grasped in between the grasping section and the probe (this includes after tissue resection). Therefore, the tissue pad was worn out. 2) due to friction between the grasping section and the probe, abnormal heat was generated. This might have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the tissue pad at the distal end peeled off when using the thunderbeat - ultrasonic surgical device. This occurred during a therapeutic laparoscopic hysterectomy. The procedure was completed using a similar device. There were no reports of patient harm.